Event description:
The event occurred on an unspecified date in 2018. The event involved the customer allegation the device was not functioning. During testing and investigation, the device displayed a depleted battery message with an empty battery icon, while powered up on battery. Additionally, while the device was on a/c power, a message appeared to keep the device plugged into a/c power. The device history logs identified multiple, n56 (replace battery) and n252 (depleted battery) alarms. The device passed a self-test on a/c. Testing determined the probable cause was the combination of a depleted battery and the change battery option was not keyed; therefore, the battery was replaced and the battery option keyed. The device passed all pvt testing. The complaint was confirmed and determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.